Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +17.0d) was implanted (B)(6) 2026. Postoperatively, the patient complained of visual disturbances and dissatisfaction with vision prior to beginning light treatments. No light treatments were performed before the lal was explanted on (B)(6) 2026 due to the patient's dissatisfaction with vision and a new lal (+14.0d) with a significant diopter difference was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).